Event description:
The customer reported that he was hospitalized after experiencing a seizure. The customer somehow lost the insulin pump prior to being hospitalized. He was told that he was found with the tubing hanging from his body. But the insulin pump was nowhere to be found. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.